Manufacturer narrative:
During investigation into the customer issue, the field service representative performed troubleshooting services on the architect sn c402896, which included replacement of the sample probe. The replacement of the sample probe resolved the customer issue. A review of the architect sn c402896 service history revealed no contributing factors on or around the time of the customer issue. There have been no further reports of discrepant patient results by the customer after the probe was replaced. A review of tracking and trending for the sample probe did not identify any trends. A review of tracking and trending for the alinity c/architect clinical chemistry scorecard revealed no trends for the architect c4000 analyzer. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue, which includes adequate information regarding the troubleshooting of erratic/discrepant results and includes instructions for the removal, replacement, and verification of the sample probe. Based on the investigation, no systemic issue or product deficiency of the sample probe or the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported erratic magnesium results were generated for samples while processing on the architect c4000 analyzer. The customer provided an example where on (B)(6) 2021, sid (B)(6) generated an initial result of 9.43 mg/dl, with a repeat result of 2.14 mg/dl. (Normal reference range - 1.6 - 2.6 mg/dl) there was no reported impact to patient management.